Event description:
It was reported that during a ptca procedure in a tortuous circumflex artery, the shaft of the catheter broke. The device was removed without incident. No pt injuries or complications occurred.